Manufacturer narrative:
Concomitant medical products: 700fc25, heart band, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that every night they are feeling it "beating real hard under the skin" and said that it is "in the shoulder right over the pacemaker". They also reported they could see it "jumping" and was lasting a couple of minutes. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.